Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a dural tear was observed during the laminectomy of the implant procedure. The physician sutured the dura and completed the implant procedure. The patient was asymptomatic following the procedure. Follow up revealed the system was turned on and the patient reported receiving therapy in the established pain pattern.